Event description:
Sorin (B)(4)received a report that the filter became detached from the dideco ats autotransfusion cardiotomy reservoir during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin (B)(4) manufactures the dideco ats autotransfusion cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin (B)(4). Received a report that the filter became detached from the dideco ats autotransfusion cardiotomy reservoir during a procedure. There was no report of patient injury. The event was reported to the (B)(4). This medwatch report is being filed in response to this action. No product was returned to sorin (B)(4) for evaluation. Without the ability to evaluate the involved device the root cause cannot be confirmed. Investigation into similar reports found that the issue was caused by a strong blow to the lid of the reservoir, most likely due to a fall from a height greater than that which was validated. Based on their investigation into previous reports of this type of damage. Sorin (B)(4) implemented a strengthened connection between the filter and the reservoir lid. A review of the device history record confirmed that the device involved in this case was manufactured prior to the implementation of this change.